Event description:
Caller states the pt tested 7.5 inr on the coaguchek s system and 4.3 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.